Event description:
A sales rep called baxter corporate product surveillance to report a clearlink duo-vent continu-flo set in which the tubing burst. According to the report, the facility used the primary set and attached it to an unknown carefusion extension set to inject contrast for a CT scan. The tubing appeared to have ballooned out under the pressure and then burst. The primary set is not approved to be used with a power injector. The event occurred during patient use. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). One used sample was returned for evaluation. A visual inspection was performed and revealed a segment of the tubing had burst. The tubing appeared to have ballooned out under the pressure and then burst. The primary set is not approved to be used with a power injector. The reported condition was confirmed. The root cause was not determined. A labeling review was performed and the instructions printed on each individual packaging are available to the user and are accurate and sufficient. A batch review could not be completed as the lot number was not provided by the customer. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.